Manufacturer narrative:
Product complaint #:(B)(4). Date sent to the FDA: 09/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.   Additional information: d4, h3, h4, h6. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the sample received determined that one empty foil packet and an empty opened box of product was received for evaluation. The foil was visually inspected, and noted were excessive wrinkles and a hole that appeared to be caused externally to the inside. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Product complaint # (B)(4). Date sent to the FDA: 09/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.   Corrected information: d9.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date. Please provide lot number. Please provide status of product return.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and the mesh was used. It was reported that the mesh packaging had a questionable tear affecting the sterility of the product. It was reported that the nurse went to open the mesh and thought a tear was noticed in the package. The staff did not use the mesh and opened another like device. It was reported that the nurse's finger was pushed in and made the tear larger trying to confirm the tear. It was noted the tear was made larger by the nurse and the tear was not as large initially. There were no adverse patient consequences reported. Additional information was requested.